Event description:
An 18-20 hercules balloon used. Dilate to 19. Balloon saved to reuse on same pt, upon dilating to 19, balloon broke and esophagus fracture. Per post-op note: I placed the balloon dilator down the endoscope and inflated the balloon to 18 mm for approx 30 secs. The balloon was deflated and removed. I was able to advance the endoscope into the stomach. The z-line was present in approx 43 cm from the incisors. There was only very small amount of food in the gastric lumen initially. The gastric mucosa appeared unremarkable including the retroflexed view of the fundus. The pylorus was patent. The first and second part the duodenum appeared normal. Roth retrieval nets were used, and the food in the diverticulum in the esophagus was removed, and the numerous passes of the endoscope within retrieval net, and this prolonged procedure. After removal of the retained food and irrigation, the balloon dilator was positioned again across the lower esophageal stricture and was inhaled in 2 steps, 18 mm and 19 mm, was inflated for approx 30 to 45 second at each step. As we attempted to innate the balloon beyond 19 mm, the balloon itself "popped" and deflated. This was removed. The stricture was fractured with minimal oozing of blood. Irrigation was performed.